Manufacturer narrative:
Continued e1: postal code: (B)(6).

Event description:
Healthcare professional reported "a small 5.3 mm cyst" confirmed by mammogram and rupture confirmed by MRI and ultrasaound. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, h6, h11. Visual analysis: visual analysis of the photographs identified: rupture: not observed. Cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "a small 5.3 mm cyst" confirmed by mammogram and rupture confirmed by MRI and ultrasaound. This record is for the right side. Device has been explanted.